Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report an issue. The patient called stating the paper tape cause him to have irritation to his sensitive skin. The patient involvement was unknown, however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).